Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ins turning itself off was unknown. It was thought it could have been the x-rays, or it could have been user error with the charger. No actions were taken to resolve the ins turning itself off. They assessed the logs (unfortunately can't assess the past). Checked the impedances with multiple leads. Will watch. When asked about resolution the hcp thought it had only happened 1-2 times. The patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins) for dystonia and movement disorders. It was reported when the patient went in today, it was showing 84% on time for the patient.the diary shows the stimulation being off since the last visit, but it was unclear why. There has been 4 different occasions since the (B)(6) appointment when the stimulation had randomly shut off.they discovered this due to the patient having a return of symptoms. On march 30th, the stimulation was off from 3:30-5:15 and then it was on again, then turned off again from 6:30 to 7:30. They think this occurred randomly during 2017 and this year as well. It was mentioned the patient has had x-rays during this time period since the (B)(6) clinic visit. It's not known if this is the root cause of the stimulation being turned off. There was no history of overdischarge with the ins. They charge every 3 days for approximately the same amount of time. The recharge stats on the 8840 show they charge for part of an hour or around an hour and they have an ending charge level of 100%. There isn't any evidence that the stimulation was turning off due to a discharged ins. No further complications were reported as a result of this event.